Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold, low sensing, and low impedance were observed. Lead dislodgement was found. Lead was explanted and replaced, when repositioning was unsuccessful.